Event description:
It was reported that the home patient (hp) ended the therapy while being in the middle of it and proceeded back to start the therapy using the same supplies. The technical service representative (tsr) assisted the care giver (cg) with ending the therapy and advised to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.